Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors (severe bulky annular calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, an annular rupture occurred post deployment of a 26mm sapien xt valve. Post balloon aortic valvuloplasty (bav), the patient remained hemodynamically stable. The novaflex+ (nf+) delivery system (ds) and sapien xt valve were positioned and the valve was smoothly deployed with a final 50:50 aortic/ventricular position. The ds was pulled back into the ascending aorta and the patient immediately became hypotensive with a marked st segment depression. An angiogram revealed brisk coronary flow; however, the valve appeared to be shifted extravascular to the aorta. A developing pericardial effusion and a possible hematoma inferior to the annulus were observed. The patient was placed on bypass and converted to open heart surgery. The sapien xt valve was explanted and evidence of a rupture on the posterior segment of the annulus was noted. A surgical valve was implanted; however, the patient could not be weaned from bypass and expired in the operating room. It was perceived that the rupture was due to the large burden of calcium in the annulus. The patient¿s native annulus measured 22mm by tee and 21mm x 28mm by CT, with the annulus area measurements ranging from 480-500mm2. Severe annular calcification and moderate native leaflet and aortic root calcification was noted.